Event description:
(B)(4). About 5-6 months after receiving the implants I have side effects including, but not limited to, pelvic pain, headaches, heavy painful menstruation, hair loss, joint and body pain, blurry vision, teeth breaking, back pain, hip pain, sensitivity to medication (I'm allergic to cortisone now) hives, dry itchy skin, breathing issues, cough, fibroids, gas & bloating and heartburn.